Event description:
(B) (4) received information that seven days post implant the patient was experiencing pain on the left sided of her chest and the right ventricular (rv) lead was exhibiting loss of capture. The fluoroscopic image revealed a perforation equaling 4 to 5 cm in length. The rv lead was successfully repositioned and although the patient's blood pressure dropped during the procedure, there was no change to her heart rate.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.